Event description:
Same case as MFR # 2134265-2012-02503 report it was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The intended target lesion is unknown. The physician advanced a 2.5mm x 100mm x 150cm coyote balloon catheter over a thruway guide wire and was inflated twice. The balloon was then deflated. An attempt to remove the balloon was unsuccessful. The physician removed everything as a single unit and lost access. The procedure was not completed. No complications were reported and the patient's status is okay.

Event description:
Same case as MFR.# 2134265-2012-02503 report it was reported that during an angioplasty treatment procedure, guide wire entrapment occurred. The intended target lesion is unknown. The physician advanced a 2.5mm x 100mm x 150cm coyote balloon catheter over a thruway guide wire and was inflated twice. The balloon was then deflated. An attempt to remove the balloon was unsuccessful. The physician removed everything as a single unit and lost access. The procedure was not completed. No complications were reported and the patient's status is okay.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the coyote catheter was received with solidified contrast and blood in the inflation lumen and the wire lumen. The inner and outer shafts were buckled 8.10-8.50 cm, 46.3-46.7 cm and 47.3-47.6 cm from the distal tip. The guidewire was protruding 181.10 cm from the catheter hub. Gently pulling on the wire confirmed that the wire was stuck in the lumen of the catheter. The outer diameter of the wire was .0135", which is consistent with a .014" guidewire. The buckling of the inner and outer shaft prevented removal of the guidewire from the catheter. The catheter was locked-up on the guidewire. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).